Event description:
It was reported that inadequate stent apposition, stent migration, and stent damage occurred. The target lesion was located in the mid saphenous vein graft with a 5.00mm diameter. A 4.00x20mm promus premier¿ drug eluting stent was selected by the physician with the plan to post dilate the stent with a post dilatation balloon. After deployment, since the stent was undersized for the vessel, the stent was not well apposed to the walls of the vein graft. A non compliant balloon catheter was advanced to extend the stent further but the balloon was getting caught on the stent. The physician could not recross the stent with the balloon and the recrossing was causing the stent to become 'unfitted'. The stent ended up migrating out of the lesion completely. The physician used a non bsc filter, which was had previously been placed distal to the stent down the vein graft, to capture the stent and pulled the stent back into the guide catheter. The mangled stent was removed from the patient and the vein graft flow looked good even though no stent was implanted. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).